Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit shutdown and gave error codes 118 and 53. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields are b4, d8, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11. A getinge filed service engineer evaluated the unit and observed error codes 118 and 53. Fse replaced video generator. Tested and worked. Return to clinical service. No patient involved and no harm reported. The fat department performed a visual inspection of the part received and found that the part is in a good condition. The fat department installed video generator board in cardiosave test fixture and could not replicate the failure reported by customer. Failure analysis received from the supplier, they stated that touchscreen fail test, fail u41 component. Probable root cause for this part is impossible to define. Retaining the part in the failure and testing department per procedure. The non conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.